Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effects of hemorrhage is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a venotomy closure of two access sites in the right common femoral vein was achieved with two prostyle devices after an atrial fibrillation ablation interventional procedure using an 8f and an 8.5f sheath. Reportedly, later that day after the patient was released to home, excessive bleeding occurred at one of the access sites and the patient returned to the hospital. A compression patch and manual compression were used to achieve hemostasis. The patient was sent home shortly afterwards. No additional information was provided.